Event description:
Device report from synthes reports an event in austria as follows: it was reported that on (B)(6) 2022, while inserting a screw into the patient¿s bone, the metal lock loosened from screw. The screw was not used in combination with the plate. This report involves one (1) 1.85mm ti matrix screw/coarse pitch/self-tapping/14mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: expiration date d9 h3, h4, h6: part # 04.511.214.01s lot # 8l85072 release to warehouse date: 01 dec 2021 expiration date: 01 dec 2031 supplier: (B)(4) non-sterile part # 04.511.214.01c lot # 413p226 manufacturing location: monument manufacturing date: 05-oct-2021 part number: 04.511.214.01c, 1.85 mm ti matrix screw/coarse pitch/self-tapping/14mm lot number: 413p226 (non-sterile) production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿bone metal lock got loose from screw¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the matrix screw ø1.85 self-tap l14 tan 1u I was broken from the threads. Complaint device was not returned, only two of the fragments of the threads are visible. A dimensional inspection for the matrix screw ø1.85 self-tap l14 tan 1u I was unable to be performed due to post manufacturing damage. A functional test was unable to be performed since the screw was not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the matrix screw ø1.85 self-tap l14 tan 1u I would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.